Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with main display is only partially legible was confirmed during product evaluation. The root cause of the reported problem was determined to be defective main display. Appropriate action was taken to correct the reported problem by replacing the main display. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00. This has been escalated to CAPA. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the main display is only partly legible. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.